Event description:
It was reported that during an elective pump replacement procedure for normal pump eol, the hcp elected to replace the catheter. After sliding the new catheter to the desired location, the physician was unable to remove the stylet from the catheter. The reporter stated 'he was pulling so hard....but the needle was clear back, it was pulling against the stylus and it was bunching up.' The reporter indicated that the hcp was very frustrated and was not receptive to tips for resolving the issue. The hcp removed that catheter as well, as he 'ended up throwing that one away.' The hcp did implant another catheter without difficulty, as the reporter indicated 'that one went beautiful.' The pump was used to deliver lioresal. It was later reported that there was no known injury to the patient. The device use was noted as an 'attempt only' as the device was not used within the patient. The patient outcome was reported as recovered without sequelae 'from or (operating room).'

Manufacturer narrative:
Concomitant products: catheter model 8709sc, lot# h828618307, serial# (B)(4). Note: the device use was noted as an 'attempt only' as the device was not used within the patient. (B)(4). The complete distal portion of the catheter and its guidewire were returned for analysis. Final analysis of the catheter revealed catheter body damage occurred to catheter body and/or guidewire during implant procedure.